Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: cup left proud on final x-ray. Surgeon not happy with cup placement. Case type / application: (B)(4). Update: reamed through virtual acetabulum, no sign of reaming through acetabulum physically. Cup left 5mm proud on cup impaction page. Cup looks proud superiorly on final x-ray.